Manufacturer narrative:
The account found the center arm assembly was cracked. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the ctr arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the side rail would not latch. The bed was located in medsurg at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint (B)(4).